Event description:
It was reported that pump housing was damaged on the front of pump. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, and no additional information was received regarding the outcome of the event.